Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the laser stopped working. The case was canceled after the pt had received peribulbar anesthesia. There was no harm to the pt.